Manufacturer narrative:
Patient information was unavailable at the time of filing. Other applicable components are: product ID: bi71000450, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. The ps1 power supply was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site heard a loud noise during a spin. After rebooting, the x-ray disable error populated. There was no impact to patient outcome.

Manufacturer narrative:
The power supply was returned to medtronic for analysis. Analysis revealed that the component was electrically overstressed and had damaged transistors and resistors. Fdm, fdr, fdc codes still apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The delay to the case was less than 1 hour. The site had another imaging system that was used to take the images.